Event description:
It was reported that the patient was scheduled for a lead replacement. Inside the operating room they were unable to interrogate the implantable cardioverter defibrillator (ICD). Another programmer was tried and the header indicator light was orange, and they reported hearing a tone when trying to interrogate. The procedure was conducted without deactivating the ICD and the patient received multiple inappropriate shocks. The device was explanted and replaced. No further patient complications have been reported as a result of this event.